Event description:
The customer reported the device infused 1,417.5mg of methotrexate (pf) in d5w with a volume of 141.75ml over 1.5 hours, instead of 23 hours as programmed. The intended programming was 6ml/hour with a volume to be infused of 141ml. Another pump module was attached at the time for a fluid infusion. All lines were correctly attached to patient. The customer stated they tried to duplicate the error, however they were unable. Both devices passed all pm and operational checks. The error logs and event logs for the pcu and pump module were downloaded, and there were no error logs present on either device. There was some physical damage to the pcu that needed repair, but nothing that would cause the issue. The pcu was last "pm'd' on 11/6/2018, and the pump module on 6/10/2018. The tubing was not tested. Extra blood work and urine testing were performed as a result of this event, which occurred on the pediatric hematology/oncology unit.

Manufacturer narrative:
Concomitant medical products: syr tubing; 8100; 8110. Patient information: admitting diagnosis antineoplastic chemotherapy with a history of acute lymphoblastic leukemia the bsa is 0.63m2. The customer¿s report of methotrexate infusing in less than 2 hours instead of 24 hours was not confirmed. Physical inspection showed no anomalies. The pcu event log shows that the pump module was programmed to infuse a custom concentration of methotrexate high dose ¿ grams at 1:02 pm on (B)(6) 2018. The vtbi was 141ml. The user entered 23 hours for the duration, making the rate 6.13ml/hr. The user started the infusion. A few seconds later the user changed the vtbi to 111ml. At 2:02 pm, the device alarmed for air in line. At 2:17 pm, the user channeled the device off. The volume recorded as being infused during this period was 6.11ml. Functional testing found the pump module was delivering fluid within specification. The root cause of the customer¿s report was not identified.

Event description:
The customer reported the device infused 1,417.5mg of methotrexate (pf) in dextrose 5% (for a total volume of 141.75ml) over 2 hours, instead of 23 hours as programmed. The intended programming was 6ml/hour and a volume to be infused of 141ml. Another pump module was attached at the time for a fluid infusion. The customer stated they tried to duplicate the error, and they were not able to. The customer ran a pm on the pcu and pump module, and both passed. Extra blood work and extra urine testing were performed as a result of this event. The customer later reported the infusion completed in 1.5 hours.